Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient had right leg pain, and when the patient turned the simulation up, the pain got worse. The reporter stated that when the patient turned the stimulation off, three minutes later it would come back on. It was reported that when the patient laid or sat down the stimulation increased, but it was supposed to do the opposite. It was noted that these things started about two weeks prior to the report, when the patient also started becoming more active. Additional information has been requested but was not available as of the date of this report.